Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation and the information available, the need for corrective action is not indicated. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for unstable, painful shoulder. (B) (6).